Manufacturer narrative:
(B)(4). According to the documents supplied to trackwise, product was not being returned for evaluation. Product not returned for evaluation. None.

Event description:
Case description: "this was a right-side, ij approach lead extraction performed in the ep lab. Md prepped the rv lead with a lld-ez and began lasing with a 12f sls ii with a small visisheath, successful progression to the scv with moderate bindings noted. The laser system faulted and phys. Opted to shut down the laser and switch to manual extraction using the cook evolution. The evolution was progressing through the bindings with lead degradation noted. The evolution reached the rv and the lead released. Pt's abp quickly dropped from 110 to 50, then 40. An effusion was noted via tee. A pericardiocentesis was attempted, but was unsuccessful due to significant clotting in the heart. Cvs was called and a chest tray was ordered to be set up. The cvs arrived in approximately 15 minutes. Within approximately 25 minutes a sternal window was performed, a temporary pacing wire was placed and the rv tear was repaired. Due to the critical state of the pt an attempt to extract the remaining ra lead was not made. As of (B)(6) 2012, the pt's neurological status has not improved.